Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (sn (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells. No physical damage observed on the ap platform during visual inspection. During archive data review, multiple ua07 error messages were observed on (B)(6) 2018. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cells were replaced. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar history of complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2012. The load cells were replaced to remedy the reported complaint.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory. No patient involvement.